Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿loss of vacuum pressure/failure to suction properly¿ with a potential root cause of ¿reservoir is damaged¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "fill with solution. Displace all air before using. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the elik evacuator did not suction properly, and the device air whistled during use. The rubber portion on the evacuator was dislodged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the elik evacuator did not suction properly, the device air whistled during use. The rubber portion on he evacuator was dislodged.